Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was already disconnect since the insulin pump was misplaced. The customer was advised the insulin need to replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer will call back to replace order.

Manufacturer narrative:
Insulin pump passed the displacement test however motor error alarm during prime/a33 test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.